Event description:
Consumer reported upon removal a tampon fell apart leaving pledget pieces inside her vaginal cavity. She manually removed the remaining pieces. She experienced symptoms of cramping and anxiety. She self-treated with advil and a nap and the symptoms resolved. She did not seek medical attention.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.